Event description:
It was reported that during a posterior t10 to illium procedure, the surgeon was installing the left side locking caps when the head of one of the screws popped off. The surgeon was reducing the screw using a rocker fork and simple persuader when it occured. The surgeon removed the screw and used another in its place to complete the procedure. There was no adverse effect on patient. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). After reviewing the DHR for all material, components and assemblies, no nonconformances were found that could be related to the complaint condition. The locking cap is undamaged and looks new. There were no issues with the cap and it assembled to the screw head as designed and did not cause the polyaxial head to separate from the screw. The locking cap did not contribute to the complaint condition and this is therefore invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the screw had large gouges in the 4th and 5th threads from the head but was otherwise undamaged. The head was reassembled to the screw easily and held securely and could only be removed with the appropriate tool. The locking cap was inserted into the top of the head without difficulty. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The rocking motion described in the complaint is consistent with the motion required to remove the head and is most likely the cause of the separation. The head was reassembled without difficulty to the screw and the polyaxial head retained securely on the screws as designed and could only be removed with the proper tool. The locking cap was assembled without issue as well and did not contribute to the complaint condition. The polyaxial head is removable and the use of the rocker fork and persuader and the surgical technique being used most likely caused the head to separate prior to installation of the locking cap.

Event description:
This is report 2 of 2 for this complaint (B)(4).